Manufacturer narrative:
Initial reporter postal code: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a white dried powder was observed around the blue winge cap of the unspecified folfusor device. This was observed prior to use. There was no patient involvement. No additional information is available.